Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited intermittent p waves undersensing on the atrial channel. Programming changes on the atrial sensitivity was suggested; no changes or interventions were reported. There were no patient consequences.